Manufacturer narrative:
The insulin pump received with scratched display window, cracked display window corners, battery tube threads and reservoir tube lip.

Event description:
It is reported that a customer had physical damage on their insulin pump. The patient's blood glucose level was not recorded. No further information was provided.